Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call that her insulin pump is not working. Customer indicated that she went swimming with her pump and let it dry out but that the pump did not work after that. Customer indicated that the pump alarmed battery out and failed battery even when she installed new battery. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.